Event description:
Device malfunction: clip not properly deployed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after firing the device, it was noticed that the clip had deployed partially in the artery and partially in the subcutaneous tissue. Hemostats were used to remove the clip and manual compression was used to achieve hemostatis. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.